Event description:
Both siderails will not latch into place.

Manufacturer narrative:
Technician replaced shoulder bolts to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.